Manufacturer narrative:
An event regarding pain involving a triathlon insert was reported. The event was not confirmed. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: triathlon asymmetric x3 patella; cat# 5551-g-350; lot# l1wv. Triathlon ps fem component, cemented; cat# 5515-f-602; lot# ao33zd. Tri ts baseplate size 6; cat# 5521-b-600; lot# az99ua. Simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mdy028; qty. 2. Simplex p half dose 1 pack; cat# 6188-1-001; lot# rdx045. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that patient's right knee was revised due to pain (possible causes of or contributors to pain not reported to rep). A 6 x 11 ps insert and a35 10mm patella were revised to a 6x13 ts insert and another a35 10mm patella.